Event description:
The pt stated that on the night of 2007, she discovered that the tubing of her infusion set had completely separated and her blood glucose was elevated to 301 mg/dl. She stated that her normal blood glucose readings are under 200 mg/dl. She did not report any symptoms of elevated blood glucose. The pt was able to change her infusion tubing and she bolused 3.5 units of insulin to lower her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.